Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check one-week post implant. Upon interrogation, the right ventricular lead exhibited r wave amp variation and loss of capture. The lead was repositioned on (B)(6) 2018. The patient was in a stable condition.

Manufacturer narrative:
Correction: correct repositioning date is (B)(4) 2018. Previous report was sent with incorrect repositioning date.

Event description:
New information states that the lead also exhibited loss of sensing due to dislodgement. The lead was repositioned on (B)(4) 2018.